Event description:
The customer reported that the unit indicated there was a 24/12 volt power fail occurrence. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the device diagnostic log history. The service technician replaced the power supply to address the finding. Applicable final testing was completed and tests passed per operating specifications.